Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the physician injected water into the contrast media port and found the proximal end of the side car to be leaking. The procedure was completed with a different (unknown) device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) (side car). The device has not yet been received for analysis. Upon return and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the physician injected water into the contrast media port and found the proximal end of the side car to be leaking. The procedure was completed with a different (unknown) device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating use. No anomalies were noted during the visual inspection. Functionally, the device basket could be extended and retracted without resistance. However, during the leak functional test, the device was found to leak at the handle where the cannula comes through the handle body. Disassembly of the device revealed that the spacer seal had not been assembled within the device thus preventing the device from sealing properly during injection. The condition of the returned incident device not consistent with the complaint incident that the device leaked at the proximal end of the side-car. However, during the evaluation the device was found to leak at the handle due to a spacer seal missing. A process change has been implemented to address this condition. A review of the device history record (DHR) was performed; no anomalies were noted. Based on the complaint device evaluation results, this report is no longer considered an MDR reportable event. (B)(4).